Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump broken at reservoir connection and it misses the plastic guard and the o' rings. The customer¿s blood glucose level was unknown. The device will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Device was received with cracked battery tube threads. No physical damage at reservoir compartment noted.